Event description:
Patient had double lumen hickman placed by ir on [redacted date]. On [redacted date], rn documented that the "white port on hickman" was "cracked." On [redacted date], interventional radiology consulted on the patient and documented that "ir will plan to exchange in the next few days" and that the "non-cracked lumen is okay for use." Patient initially scheduled for hickman exchange on [redacted date]. However, on [redacted date], rn documented "patient supposed to go to ir for hickman repair but refused to stick to npo (nothing by mouth) status, educated that not staying npo means procedure will be delayed, pt understood and requested it be rescheduled. Md notified and went to bedside and pt and family continued to want appointment to be rescheduled." Patient underwent hickman exchange in intervention radiology on [redacted date].